Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 3. Reference MFR reports: 1627487-2014-15098 and 15099. It was reported the pt was without stimulation to his right side. Surgical intervention was undertaken on (B)(6) 2014 and it appeared 1 lead had migrated. The physician repositioned the lead. Intraoperative testing indicated impedance readings were within normal limits. The pt reported effective stimulation coverage postoperative.